Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill cannula step was unable to be performed during multiple load process's. Customer's blood glucose level was 218 mg/dl. Reportedly, the customer was able to complete the load process and successfully resume insulin delivery.